Event description:
The stryker rep reported they were supporting a case where the surgeon was using the universal rod and reduction. The surgeon applied a lot of force through a hammer which caused the device to break. The spoon part of the instruments broke away from the rod, leaving it in the femoral canal. The spoon was retrieved by opening the femur at the fracture site, and the rep reported that this would of had to be carried out to reduce the fracture anyway. Slight delay, no more than 5 minutes.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. Based on investigation this device is considered to be a concomitant device and did not contribute to the reported breakage. The case is related to the counterpart [universal rod] which is evaluated in a separate investigation report. The device inspection revealed the following: the device shows normal traces of use but is in generally good condition. The broken off tip of the counterpart [universal rod] was found to be stuck within the spoon. No further damage was verified. After removal of the stuck part the reduction spoon could be assembled and disassembled with a sample universal rod as intended. Function was given in full. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The stryker rep reported they were supporting a case where the surgeon was using the universal rod and reduction. The surgeon applied a lot of force through a hammer which caused the device to break. The spoon part of the instruments broke away from the rod, leaving it in the femoral canal. The spoon was retrieved by opening the femur at the fracture site, and the rep reported that this would of had to be carried out to reduce the fracture anyway. Slight delay, no more than 5 minutes.